Event description:
Baxter china reports two transfer set with broken twist clamps. One transfer set had been used for 10 weeks and the other set had been used for 8 weeks. Noted during use. No pt injury or medical intervention reported.